Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. The lead was repositioned and lead position was satisfactory. The next day, the lead dislodged and was subsequently replaced.